Event description:
It was reported that the clinical information center (cic) shut down during a customer initiated power test but did not boot back up as expected, resulting in a loss of monitoring for 30 minutes affecting 6 patients. Alternate monitoring was not available. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.